Event description:
It was reported that the right ventricular (rv) lead exhibited minute ventilation (mv) oversensing in the past. The lead remains in service. No adverse patient effects were reported.